Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, a device history record review could not be performed as the meter serial number was invalid/unavailable.

Event description:
On april 21, 2023, the patient¿s representative called lifescan (lfs) us alleging that they were receiving inaccurate high results on their onetouch ultra 2 meter. The complaint was classified based on the customer care agent (cca) documentation and on additional information by the medical surveillance specialist after reviewing the call recording. The patient stated that that on (B)(6)2023 they experienced a low blood glucose excursion after taking insulin based on a result over ¿260mg/dl¿ (the reporter was unaware of what the exact result was at this time, they stated ¿260-something¿). The patient took ¿5cc of apidra¿ fast acting insulin which caused the patient to experience symptoms described as ¿shaky¿, ¿flush¿ and ¿nauseous¿. In response to these symptoms the patient drank some chocolate milk to raise their blood sugar. In addition to these symptoms it was reported that the patient had fallen several times within the last month however it is not known if this is a result of their diabetes or other pre-existing health conditions. At an unspecified time on (B)(6) 2023 the patient performed a blood glucose test using the subject device and compared it with a ot verio reflect, the results were ¿263mg/dl¿ on the subject device and ¿114mg/dl¿ on the verio reflect, both tests were performed at the same time. An appointment was made with the patient¿s doctor who performed an a1c test but did not perform a blood glucose test, the results of the a1c test had not been received at the time of the call. The patient manages their diabetes with insulin (¿novolin 70/30¿ and ¿apidra¿ fast acting insulin when required). They did not receive any other treatment for their symptoms. During troubleshooting, the cca determined that the testing technique was correct and that the patient did not have ot ultra control solution. Replacement products (meter, test strips and control solution) were sent to the patient. This complaint is being reported because the patient claims they developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on results obtained on the device. The subject device could not be ruled out as a contributing factor.